Event description:
Pt conceived approximately 7 months after having essure placed. Of note, she did not get the confirmatory hsg test done. She initially had dmpa after the procedure and then started oral contraceptive pills but stopped them due to side effects. Inserted per normal procedures. Pt had a pregnancy termination on (B)(6) 2014 due to patent. Tubes/device failure (likely expulsion).